Manufacturer narrative:
Investigation summary: the device was returned to the cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the plunger was not depressed and the seal was inside the loader, separate from the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported failure "the seal did not deploy properly" could not be confirmed, however, a secondary observation of "seal did not load properly" is confirmed as a device malfunction. A supplemental report will be submitted if additional information is obtained. (B) (4)

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal misfired and did not deploy correctly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.